Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came into the clinic and reported that he could not hear with the device. The user's mother denies any trauma or accident to the implant site and there was no visible swelling around the implant. Next steps will be discussed.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient came into the clinic and reported that he could no longer hear with the device. The recipient's mother denies any trauma or accident to the implant site and there was no visible swelling around the implant. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The user came into the clinic and reported that he could not hear with the device. The user's mother denies any trauma or accident to the implant site and there was no visible swelling around the implant. A date for surgery has not yet been scheduled.